Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device screen went blank when softkeys were pressed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the loose display connector on the led backlight board assembly. The display connector was resecured to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.